Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pressure regulating balloon (prb) was removed and replaced due to a fluid leak. No patient complications were reported.